Manufacturer narrative:
The patient was admitted to ICU for 4 days and then discharged. No further information about the product or the procedure has been provided by the customer. According to the facility, no service is requested at this time. If the customer returns the catheters or requests service for the equipment, a supplemental report will be submitted to the FDA as required. Concomitant products: carto 3 system, catalog # m480001, (B)(4). Stockert 70 rf generator, catalog # s7001, (B)(4). Coolflow pump, catalog # cfp002, (B)(4). Soundstar, catalog # unknown, lot # unknown. (B)(4).

Event description:
During an atrial fibrillation procedure, it was reported that the patient's blood pressure dropped and an ultrasound confirmed pericardial effusion. A pericardiocentesis was performed. The status of the patient was unknown at the time of the call. The physician stated that a steam pop had occurred right before the pericardial effusion. Both the catheters involved in the procedure were disposed by the customer post procedure.